Event description:
The hospital reported that before the procedure, the vasoview hemopro 2 plastic leg that connects the c-ring to the harvesting cannula was bent when the harvester tried to retract it into the cannula. The kit was set aside and a new kit was opened. Cannula was not used in procedure. There was no resistance noted while inserting the harvesting tool into the cannula. The device was inspected prior to use. No harm to patient. No delay.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.